Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. Per tech, the customer will calibrate a second capsule to begin the study. No patient or user harm reported. Follow-up questions have been sent for additional information.